Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000139563. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation and one lead exhibited high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure. It is unknown which lead attributed to this issue.

Manufacturer narrative:
Section d correction: suspect medical device was updated to reflect the lead that was explanted and replaced. H11 correction: cml no longer applies to this adverse event. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the right lead exhibited high impedances and was explanted and replaced on (B)(6) 2025.